Event description:
A surgeon reported that she noted after implantation of an intraocular lens (iol) that one haptic was stretched, but she left the iol in place. The iol was explanted later due to an unstable position. It was reported that the iol was warmed prior to implantation.